Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. Diffuse lamellar keratitis is not related to the device. (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) greater in the left eye than the right eye one day post lasik. Topical steroid drop dosage was increased. Patient is happy with vision. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.